Event description:
It was reported that the device had a bubbled downstream occlusion (dso) sensor seal and would intermittently power down. The event occurred during testing and was not related to physical damage or abuse. There was no delay in therapy, no patient involvement and no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed a bubbled downstream occlusion (dso) seal, contaminated keypad, worn upstream occlusion (uso) seal, scratched lcd lens, dented air detector and rusted battery door. There was no applicable evidence to review in the event history log. Functional testing was able to confirm the reported issue. The root cause was determined to be the dso seal and keypad. The dso seal and keypad were replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.